Event description:
Indication: neoplasm of uncertain behavior, unspecified; immunodeficiency, unspecified. Home health nurse reports patient (pt) experienced an issue with curlin pump (serial number and expiration date not provided). Getting "check then "restoring data" "system time out". Battery already replaced with same error". Per home health nurse, pt will use gravity for today. Pump error and needs to be replaced. Pharmacy to replace device. Return material sent for device associated with event. Availability of device for investigation dependent on pt's return. No missed dose or adverse event(s) reported due to product issue. No further information (info). Device drug associated with use of pump: gamunex-c 10%.